Event description:
The manufacturer sales representative reported that the lever separated during testing prior to a procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences. The handle may break into small pieces, posing the risk of a small component becoming lost in a surgical site.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The manufacturer sales representative reported that the lever separated during testing prior to a procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences. The handle may break into small pieces, posing the risk of a small component becoming lost in a surgical site.